Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead dislodgment was discovered during elective device replacement procedure. Lead was explanted and replaced. The patient had no symptoms related to the dislodged lead. Patient was stable after procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.